Event description:
It was reported that, the acetabulum was done as well as total hip approximately 2005. Post operation, everything was normal, but after approximately seven months, the patient was experiencing hip pain. The end result was the implant was removed and replaced. The trident cup was grossly loose and was retrieved without any complication. The acetabular socket was with excessive wear.